Event description:
Customer reported that the insulin pump alarmed motor error after an insulin bolus delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 240 mg/dl. Nothing further reported.

Manufacturer narrative:
No motor error alarm was noted during the rewind process. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The motor was tested outside of the device, and it passed. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the window display corner, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.